Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis could not be conducted since interactions between controllers and monitors do not generate data logs. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. System testing indicated that the controller was able to establish communication with the monitor and the alarm adaptor was able to silence the no power alarm. The inability to connect or to disconnect from the controller on the serial port could not be confirmed or duplicated at the bench level. No failure was detected. Therefore, the exact root cause of the reported issue could not be determined. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that he wanted to connect (B)(4) to a monitor to program for a controller recall exchange. It would not connect with the monitor or silence the no power alarm with an alarm adaptor in place. The device was removed from inventory and is requesting a replacement. There was no patient impact.